Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor. The motor stall was due to the shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 1,019.5 mcg/day in flex dosing mode. The gablofen lot number was reported as 2113114. A motor stall was seen at an initial interrogation, and the patient did not recently have an MRI. A "battery stall" was also reported. A print report from a (B)(6) 2016 interrogation was provided and revealed a motor stall occurred on (B)(6) 2016 at 06:04 and recovered the same day at 10:29. Another stall occurred on (B)(6) 2016 at 18:07, and no motor stall recovery was logged. The patient experienced sudden symptoms of withdrawal including restlessness, sleeping difficulty, increased tone, and decreased oral intake. The patient's pump was replaced on (B)(6) 2016. The cause of the motor stall was undetermined. The patient was taking miralax at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.